Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: according to the information provided: "it was reported that emphasis cup cold welded to cvd inserter during implementation would not release had to be removed". The product was returned to depuy synthes for evaluation. Visual inspection revealed the emsys ace imp curved and emsys shl 3hole 46 assembled together and unable to release/disassemble from one another. Devices were forwarded to the depuy synthes warsaw npd hip product development team for further investigation. A dimensional inspection was not performed since it was not applicable to the complaint condition. Functional evaluation was performed, which consisted of impacting the emphasys cup/curved impactor construct into pcf 30 saw bone material. Initial attempts to loosen the shell with the hex driver confirmed that the emphasys cup would not release from the emphasys curved impactor. Following use of the hex driver, a counterclockwise torque was applied directly to the curved impactor handle, as detailed in the emphasys surgical technique for this condition (B)(4), which was able to successfully loosen the emphasys cup from the curved impactor. Upon disassembly, the threads of the shell and impactor were visual examined, and no damage was observed. The two components were functional evaluated and found to assemble/disassemble as intended. After performing a functional evaluation and analysis of the design, it is hypothesized that the failure of the complaint product can be attributed to a combination of an over tightened condition of the shell onto the curved impactor as a result of increased loading during assembly of the shell onto the impactor and/or during rotation/placement of the cup/impactor construct upon insertion into the patient¿s acetabulum and debris (bone/tissue) which may have entered into the threaded interface. During assembly, a hex driver is used to apply torque to the curved impactor bolt in order to engage with the emphasys cup. If the shell is torqued onto the handle by hand or additional torque applied during insertion into the patient¿s acetabulum, it can result in increased bolt preload and make it difficult to unthread with the hex driver. Additionally, any debris in the threaded interface can also result in an increase in the required loosening torque. In summary, the root cause of failure can be attributed to a combination of potential factors: excessive tightening applied to the threaded connection during assembly, excessive tightening applied during insertion into the patient¿s acetabulum, and debris (bone/tissue) in the threaded interface, not all of which are fully understood at this time, which contribute to the user not being able to disassemble the acetabular shell from the curved impactor. The overall complaint was confirmed as the observed condition of the emsys ace imp curved would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. Corrected: e1 facility name, h3.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information that has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint recon described in this report. H11 additional narrative: added:d9 if information that was not available for the initial report is obtained, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information that has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint recon described in this report. H11 additional narrative: added: d4 lot, h4. Corrected: d4 primary UDI number. If information that was not available for the initial report is obtained, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional manufacturer narrative: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.

Event description:
It was reported that emphasis cup cold welded to cvd inserter during implementation would not release and had to be removed.